Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03056. It was reported the patient accidentally cut their leads. In turn, the patient pulled one of the leads. Reportedly, imaging revealed the alleged lead remained in-situ. As a result, the patient underwent surgical intervention (B)(6) 2018, wherein the physician was unsuccessful removing the lead due to the patient's anatomy. Device information for lead is unknown at this time. Additional devices may be added at a later date based on available information.

Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2018-03056.